Manufacturer narrative:
No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. The issue has not recurred to date.

Event description:
A site representative reported that, while in a cranial resection, the surgeon switched from biopsy to tumor resection in the software and was then unable to verify the navigated instrument. The site then went back in the software and tried to reenter the tumor resection software program. The software then exited back to the launch screen. The site then relaunched the software and they were able to proceed to navigation without further issue. The navigated instrument verified normally. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. Delay to the procedure was approximately 20 minutes.